Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's spouse that the implantable cardiac monitor (icm) migrated out of the body. The patient has not discussed the event with their physician. No patient complications have been reported as a result of this event.